Manufacturer narrative:
Results of investigation: it was reported that the plastic impactor head is chipped/damaged. The fault in device was noticed during set up or inspection. The procedure was completed with the same device. No surgical delay or injury to the patient was reported. No product was returned for investigation and no batch number was communicated. The reported failure can therefore not be evaluated. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened. Internal reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the plastic impactor head is chipped/damaged. Fault in device was noticed during set up or inspection. The procedure was completed with the same device. No surgical delay or injury to the patient was reported.